Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A sales representative reported that one week following an intraocular lens (iol) implant procedure, the patient developed inflammation and low virulence endophthalmitis. Additional information was provided by the surgeon, indicating that the patient has a inflammatory reaction in the anterior chamber, with bag-lens complex opacity associated with vitritis, without data of retinal necrosis or vasculitis (endophthalmitis). The patient was treated with antibiotics plus intravitreal antibiotics, associated with a topical antibiotic and steroid. The iol remains implanted in the bag.